Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. The cause of the peritonitis was unknown. Treatment was not reported. The patient's recovery status was unknown. Dianeal therapy was ongoing. The consumer did not provide an opinion on causality.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers 11b10h25 and no exceptions were observed that were related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.